Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insyte-n¿ autoguard¿ shielded IV catheter are not retracting. The following information was provided by the initial reporter: the nurses are pushing the button and the needle isn't retracting.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that 6 bd insyte-n¿ autoguard¿ shielded IV catheter are not retracting. The following information was provided by the initial reporter: the nurses are pushing the button and the needle isn't retracting.